Manufacturer narrative:
As reported, the 3mm x 30cm saber percutaneous transluminal angioplasty was used but ruptured at eight atm in the calcified (90% calcification) lesion. The device was replaced with another same sized balloon catheter and the case was completed. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally per the IFU and was able to maintain negative pressure. The intended procedure was an evt. The vessel had moderate tortuosity. The lesion had a 100% stenosis. The device was being used to treat a chronic total occlusion (cto). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was a little difficulty crossing he lesion with the catheter. The catheter was never in an acute bend and was never kinked during use. The device was not returned for evaluation. A product history record (phr) review of lot 82253775 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of calcification with 100% stenosis and moderate tortuosity likely contributed to the reported event as calcification is known to damage balloon material. Additionally, it was reported a little resistance was felt when crossing, damage to balloon material may have occurred during this time. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 3mm 30cm saber pta was used but ruptured at 8atm in the calcified (90% calcification) lesion. The device was replaced with another same sized balloon catheter and the case was completed. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped per the IFU. The device was prepped normally and was able to maintain negative pressure. The intended procedure was an evt. The vessel had moderate tortuosity. The lesion had a 100% stenosis. The device was being used to treat a chronic total occlusion (cto). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was a little difficulty crossing he lesion with the catheter. The catheter was never in an acute bend and was never kinked during use. The device will not be returned for evaluation.